Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 6x20x80 mm viatrac plus balloon dilatation catheter (bdc) ruptured during use. There were no adverse patient effects. No additional information was provided.